Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services were called to assist him due to a low blood glucose below 20 mg/dl. Prior to the arrival of ems, the customer's spouse gave him a glucagon shot. By the time ems arrived on scene, the customer's blood glucose had already increased to 76 mg/dl and he did not require further treatment. The customer was wearing the insulin pump system within 48 hours of the reported low blood glucose incident. Troubleshooting was declined for the insulin pump. The customer stated that his current settings were giving him too much insulin; he planned to reach out to his health care provider and update the device settings. The insulin pump was not returned for analysis.